Event description:
(B)(6) (rn) and (B)(6) (director of nursing) stated that pump keeps beeping and air bubbles in tubing due to pump malfunction. Stated this happened during last month's infusion and tubing was replaced but (B)(6) asked to replace the pump due to malfunction. Pump is used to infuse gamunex-c 10% 35 grams daily for 2 days, then 30 grams on day 3 every 4 weeks. Unknown if pt missed a dose or experienced an adverse event. Pump is available for return; lot/expiration unknown. No further information or dates provided. Reported to (B)(6) by health professional.